Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported arrhythmia and patient outcome could not be conclusively determined through this evaluation. It was reported that the patient passed away due to persistent ventricular tachycardia (vt) and failure to thrive after multiple interventions by the clinicians. The arrhythmia was thought to be scar related (ischemic disease vs scar formation related to pump implant). The pump operated as expected and the family decided to withdraw care. It was stated that the patient's outcome was not device or therapy related, and that the pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to persistent ventricular tachycardia (vt) and failure to thrive, after multiple interventions per the ventricular assist device (vad) team. The patient did not have a history of arrhythmia pre implant. It was thought to be scar related (ischemic disease vs scar formation related to vad implant). The pump operated as expected and the family decided to withdraw care. It stated that the outcome was not device or therapy related.